Event description:
It was reported that during a procedure at the user facility, the tps handpiece cord caused a bias current message to be displayed, signaling a condition occurred in which the handpiece has the potential to run without user activation. The procedure was completed successfully. No delay, no medical intervention, and no adverse consequences were reported with this event. It was then reported that during testing at the manufacturer facility, the tps handpiece cord caused the handpiece to run without user activation. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.